Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, the reported entrapment of the device appears to be due to challenging patient anatomy. Additionally, the patient effects of the foreign body in patient and unchanged mitral regurgitation (mr) were cascading events of entrapment of the device. Foreign body in patient and unchanged mr are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported additional therapy/non-surgical treatment was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip caught in chordae and foreign body in patient. It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. It was noted the patient had a small atrium and a rotated heart. The clip was inserted but due to the small atrium, the height over the valve was limited. The clip was advanced below the valve, but due to the grasping location (central/lateral) and patient anatomy, the clip became caught in the chordae. Troubleshooting was performed, but the clip was unable to be removed. Therefore, the physician decided to deploy the clip in the chordae and discontinue the procedure. Mr remained at a grade of 3-4. There was no clinically significant delay in the procedure. No additional information was provided.